Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 40 mg/dl and a high blood glucose level of 300 mg/dl. The customer reported awaking to a low blood glucose of 62 mg/dl. The customer treated the low blood glucose level with food. The customer did not require medical assistance. The customer did not complete troubleshooting due to unsure if programming is accurate. The customer declined troubleshooting for the low blood glucose levels. The insulin pump, reservoir or infusion will not be returned for analysis. The customer declined troubleshooting for the high blood glucose level.